Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported that 74 months post stent graft implant the stent graft system was removed from the patient. The explanted stent graft is pending evaluation. No clinical sequelae were reported and he patient is fine.

Manufacturer narrative:
Evaluation: results and conclusions: pending information and device analysis.